Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the silicone ring fell into the pt. The silicone ring was retrieved from the pt. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.